Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-00077 / 00080). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of pain, swelling, inflammation, tissue/bone damage metallosis, loss of range of motion. Additional information provided in review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. An alleged revision procedure was performed (B)(6) 2008. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, tissue/bone damage metallosis, loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's left hip revision operative report noted patient underwent a revision on (B)(6) 2008 due to swelling and metallosis. The revision operative report noted the presence of fluid, inflammatory capsule and the taper adapter was cold-welded onto the stem. All components were removed and replaced.